Manufacturer narrative:
Follow-up #1 date of submission 08/28/2013 device evaluation:the pump has been returned and evaluated by product analysis on 08/02/2013with the following findings:there was no visible damage to the keypad. All of the keypad buttons responded to button presses appropriately. The keypad cover was removed; no damage or contamination was found to the button key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The distributor reported the ok button was intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).